Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ crease/folding of implant: observed, fold creases. As per the investigation procedure wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side intracapsular rupture, capsular contracture baker grade I, device with marked folds and slight periprosthetic fluid diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
E1. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade I, seroma, rupture.

Event description:
Healthcare professional reported right side intracapsular rupture, capsular contracture baker grade I, device with marked folds and slight periprosthetic fluid diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.